Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 77-year-old female patient presenting with cardiomyopathy. The patient had a history of prior CABG, known coronary artery disease, diabetes mellitus, and renal insufficiency. New-onset hematuria was observed, and a pfhgb of 60 was noted. Echocardiography was utilized to reposition the impella; however, due to repositioning challenges during which the impella repeatedly popped back into the aorta the clinical team elected to leave the impella in a deeper position at 4.5 cm / 81.5 cm marking and adjusted support settings accordingly. Subsequently, pfhgb decreased to 30 with continued hematuria. The critical-care provider attributed the hematuria to hemolysis, and the plan was made to continue monitoring. The impella was later weaned to a lower support level. The reported events are hemolysis, device repositioning, and device in wrong position. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by device position and patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Investigation summary hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.